Event description:
It was reported that the user experienced difficulty receiving glucose readings from a dexcom g6 sensor after installing a new sensor and transmitter without entering the transmitter serial number, consistent with incorrect or incomplete pairing. Symptoms included loss of continuous glucose monitoring data. Outcomes included temporary interruption of cgm functionality with restoration expected after correct pairing. Investigation included guided troubleshooting and education, during which the transmitter serial number was entered and the user was instructed to allow time for pairing. Investigation of this case revealed user setup error leading to cgm signal loss, resolved through proper device pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was user error related to pairing configuration.